Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer caused power failure. A field service engineer replaced the drawer controller printed circuit board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was offline and showed a black screen. The customer reported that they obtained the medication from the pharmacy but experienced a delay in the dispensing process. There were no adverse events or injuries reported based on this event.